Event description:
Pt presented with the long term use of contact lenses. Pt reported that she did not purchase the contact lenses from a doctor's office or traditional contact lens retailer. She did not want to tell me where she got them. She admitted that the retail establishment where she did purchase them was not licensed to sell contacts, was not a medical professional, and she was never trained or fit properly in the use of this medical device. She subsequently over wore the contact lenses. Once she started to feel pain, experience redness and photophobia, she consulted with an online physician. The initial diagnosis from this physician was a conjunctivitis and the doctor prescribed an inadequate antibiotic, erythromycin. After 2-3 days of getting worse, she re-consulted with an online physician. The second online visit resulted in a second inadequate treatment, polytrim ophthalmic ointment. After 4-5 more days of symptoms not abating, the pt presented to my office. She had a central corneal abrasion secondary to contact lens wear. I subsequently treated with current standard of care therapy, a fourth generation fluoroquinolone drop often and the pt returned twice over the following week to verify that our treatment plan was progressing. It solved her problem and her cornea luckily healed with minimal damage. Dates of use: (B)(6) 2015 - (B)(6) 2015. Reason for use: cosmesis.